Event description:
Subsequent follow-up confirmed the pharmacological treatment had been successful for thrombus reduction and as a result, no surgical intervention was required. No adverse patient effects were reported and to date all products remain implanted and in service.

Event description:
Boston scientific received information that the patient implanted with these leads sought medical attention due to pain and a left hand cooling sensation. The physician confirmed a subclavian vein thrombus and administered pharmacological anticoagulant therapy. A follow-up appointment was scheduled to take place in the upcoming week. The physician commented that the leads may have cause or contributed to the reported clinical outcome, as they had been a recent implant. A boston scientific field representative confirmed the leads were functioning normally and no system reprogramming had been performed. At this time, no further adverse patient effects have been reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.